Manufacturer narrative:
The service engineer (se) evaluated the ventilator and reported the connector on the power distribution printed circuit board (pcb) was broken and as a result was not secured. The safety valve and exhalation valve were clicking on and off; therefore, the se replaced the power distribution and controller pcb. The unit still made the clicking noise and the se replaced the direct current (dc) ¿ dc pcb. The ventilator passed all required testing per manufacturer's specifications upon completion of service. The dc ¿ dc converter pcb was returned to medtronic for failure investigation. On visual inspection, component c83 was found to have heat damage. Due to the damage and risk of further damage to the failure investigation test ventilator, the returned pcb did not undergo further testing. The failure was isolated to c83 capacitor on the dc ¿ dc converter pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the power on self test (post) and had error codes. The ventilator was not in use on a patient at the time of the reported event.